Manufacturer narrative:
Evaluation completed. One opened 23ga vitrectomy cutter was returned without pouches; therefore the lot number cannot be verified or determined. The tip protector was not returned. The needle was bent/curved. The port window was in the opened position. There was dried solution in the aspiration line. The back cap was aligned correctly with the vent hole in the side of the cutter body. The connectors were inspected and no defects were found. A functional test was performed using a stellaris pc system. The cutter had good clean cuts throughout the various cut rates and it had good aspiration, as it should.report 3 of 5 see 1920664-2015-00207, 00208, 00210, 00211.

Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable. Report 3 of 5, see 1920664-2015-00207,00208,00210,00211.

Event description:
The user facility in (B)(6) reported the vitrectomy cutter's function wasn't working properly. There was no patient impact or medical intervention required.